Event description:
It was reported that the patient had an infection at the implantable neurostimulator (ins) site since implant. There was fluid in the area and she was being treated by her healthcare provider (hcp). Additional information received from the hcp reported that it was unknown if perioperative antibiotics were administered. The treatment for the infection was an oral antibiotic which resolved the infection, the patient had no drug withdrawal, and they recovered without permanent impairment. The drug used was compounded baclofen and morphine sulfate. The signs and symptoms of the infection were swelling, pain, and a seroma. The primary location of the infection was the device pocket. There was no culture obtained. The seroma was aspirated at the ins pocket site. It was noted the patient did not have meningitis.

Manufacturer narrative:
Concomitant products: product ID 377860, lot # v009846, implanted: (B)(6) 2006, product type lead; product ID 377860, lot # v006273, implanted: (B)(6) 2006, product type lead; product ID 37711, serial # (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).